Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2012 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2012. Model number/ catalog number: sc-2138-70, serial number: (B)(4), batch/ lot number: a06664 /a06928, model/ catalog description: phase iii linear leaad - 70cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.